Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/16/2017, that on (B)(6) 2017, the receiver displayed err281. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found.the receiver would not boot up and continuously re-initialized. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. The data log could not be retrieved. The customer complaint could not be confirmed because it could not be determined if any error occurred on the date of event. The root cause could not be determined.